Event description:
It was reported that pump issued cartridge alarm 34, and caller confirmed pump had not been exposed to magnets and alarm did not occur during load process, with history of similar cartridge alarms on same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, provided instructions for storage mode, pump return, and setup of pump settings and cgm on replacement device, and customer acknowledged understanding of all instructions.